Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door malfunctioned. A field service engineer conducted a thorough cleaning of all micro switches, tightened harness connections, and applied grease.the replacement of the controller card effectively resolved the issue. The contact information was kept blank due to the reported issue that was found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had door failure. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.